Event description:
The account alleged the bed will not send a nurse call when the nurse call button is pressed from the side rail or hand pendant. No patient impact.

Manufacturer narrative:
The account replaced the side com cable but the issue remained. The account replaced the side com power control board assembly to resolve the issue.